Manufacturer narrative:
Pr#: 3117032. A follow up report will be submitted upon completion of the investigation.

Event description:
During a philips fse's evaluation, it was noted that the heartstart mrx defibrillator fails opcheck saying "cable not connected." There was no patient involvement.